Event description:
During inspection of the returned loner instruments from the hospital, it was found that the 2 fixation pins were broken. The fixation pins were broken by nurse during the workshop.

Manufacturer narrative:
Based on the visual investigation, it was determined that each stop pin was broken off due to too high bending forces. The fracture surface of the welding seam at each expanding sleeve showed appearance of a forced rupture. Moreover, each stop bar of the screws showed heavy plastic deformations due to collision and friction with the stop pin. Because of too high torsional forces acting several times during application, too high bending forces occurred upon each stop pin leading to the breakage of each laser-welding seam between the stop pin and expanding sleeve. The root cause of can be attributed to a user related issue.